Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2020. Device history lot: a manufacturing record evaluation was performed for the finished device batch pdj183, xaeh7222h19 and no non-conformances were identified. Additional information was requested and the following was obtained: how the procedure was complete another suture was used to complete the surgery. Any patient consequences? No patient consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was complete? Any patient consequences?

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle. Another device was used to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.